Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl. Customer attempted to treat elevated bg level with a correction bolus. Customer was hospitalized with diabetic ketoacidosis and treated with insulin drip. System check performed with tandem technical support indicated that the pump was performing as intended. Contact acknowledged that infusion site could be the cause; however, this was not confirmed. Customer was discharged from the hospital on (B)(6) 2015 with elevated bgs and diabetic ketoacidosis resolved. Customer resumed use of t:slim pump successfully.